Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned rad-97 was received and investigated. The full charge capacity of the battery was below the acceptable limit of 4,000mah. This resulted in the device not holding charge and powering off once the device was disconnected from ac power. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported the rad-97 "suddenly powers off by itself." There was no patient impact or consequence reported.

Event description:
The customer reported the rad-97 "suddenly powers off by itself." No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).